Manufacturer narrative:
On 10/10/2023, conformis received an order for replacement inserts for this pt. The reason is "infection" with the cause "unknown". Primary surgery occurred (B)(6) 2023. Replacement surgery scheduled for (B)(6) 2023. 10/30/2023: according to the sterilization records this sn was sterilized using the eo method. This sn was sterilized on eo load 20230202. No ncmr's are associated with this eo load. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications.endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufactuing. Infection is a known complication of joint replacement surgery. Cause of infection cannot be conclusively determined with available information.

Event description:
On 10/10/2023, conformis received an order for replacement inserts for this patient. The reason is "infection" with the cause "unknown". Primary surgery occurred (B)(6) 2023. Replacement surgery scheduled for (B)(6) 2023.